Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high glucose readings and it is unknown whether the customer noted a trend arrow on the device. Details of the customer's symptoms are unknown; however, the customer self-treated with insulin (type and dose unspecified) and subsequently presented to the emergency room, where a glucose reading of 57 mg/dl was obtained using an hcp meter. It is unknown whether any additional treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading of 312 mg/dl was compared to an hcp meter result of 57mg/dl. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.